Event description:
The customer reported that the intellivue mx450 patient monitor was completely silent and alerts speaker technical fault. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the intellivue mx450 patient monitor was completely silent and alerts speaker technical fault. The device was not in use on a patient at the time of event, there was no adverse event reported.